Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 95% stenosed target lesion was located in the "heavily" calcified and tortuous right coronary artery. The 3.50mm x 16mm veriflex stent was advanced but was unable to cross the lesion. The device was removed and it was noticed that the stent strut was lifted. The procedure was completed using a 2.5mm x 15mm emerge balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).